Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 247 mg/dl. During troubleshooting with tandem technical support, the customer charged the pump and insulin delivery was able to be resumed.